Event description:
It was reported that while using the paxgene® blood rna tube that there was a cracked tube. The following information was provided by the initial reporter: tubes tend to break when frozen at ¿ 70°c. Unfortunately I must hereby open a complaint, as we have found that the tubes tend to break when frozen at -70°c. This is not a random occurrence, as it happens to about 50% of all test tubes used so far, and we can rule out the possibility that this is due to mishandling. In fact, once the sample has been taken, the test tube is usually stored in the fridge at 4°c overnight and then directly frozen in a polystyrene binder at -70°c. I need hardly point out that breaking the tube during thawing causes the loss of much of the biological material, with serious consequences on the lower (much lower!) Rna yield."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tubes with the incident lot was observed. However, bd recommendations for freezing were not followed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked tubes due to incorrect handling. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the paxgene® blood rna tube that there was a cracked tube. The following information was provided by the initial reporter: tubes tend to break when frozen at ¿ 70°c. Unfortunately I must hereby open a complaint, as we have found that the tubes tend to break when frozen at -70°c. This is not a random occurrence, as it happens to about 50% of all test tubes used so far, and we can rule out the possibility that this is due to mishandling. In fact, once the sample has been taken, the test tube is usually stored in the fridge at 4°c overnight and then directly frozen in a polystyrene binder at -70°c. I need hardly point out that breaking the tube during thawing causes the loss of much of the biological material, with serious consequences on the lower (much lower!) Rna yield."